Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system experienced a loss of therapy attributed to high impedance and damage to the leads. Troubleshooting efforts, including reprogramming, were performed but were not successful. As a result, the patient underwent a revision procedure during which the leads and clik anchors were replaced. It was noted that the clik anchors had been significantly trimmed by the surgeon. Postoperatively, the patient was evaluated for device programming and subsequently achieved effective coverage of the painful area.

Manufacturer narrative:
Block b3: exact date unknown, it was stated it happened on spring. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5000427, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 21504057, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 21504057, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).